Event description:
Customer called on (B)(6) 2011 reporting of a clenz leak under the air mix and temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system. Customer reported that no death or injury was attributed to this event and there was no change to patient treatment. Customer was wearing proper personal protective equipment at the time of the leak and no one was exposed or injured as a result. Field service engineer (fse) was dispatched but found that the instrument was not leaking at the time. Fse suspects that the backwash cup was leaking but could not reproduce. Fse verified instrument per established procedures and results meet published performance specifications.

Manufacturer narrative:
Bec identifier for this report is (B)(4).